Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient was taken to the emergency room after receiving an inappropriate shock from this electrode and its subcutaneous implantable cardioverter defibrillator (s-ICD) which were programmed in the primary vector. The device was reported to have over-sensed noise. The physician reprogrammed the device to the secondary vector but expressed concerns about its low amplitude. Attempts to replicate the noise through various physical manipulations were unsuccessful. No further tests have been conducted. A request for device data analysis was made. A technical service (ts) consultant reviewed the data and identified definite signs of mechanical noise in the lead system. Recommendations were made for x-ray imaging and additional tests to verify the integrity of the lead system's path, as well as to perform provocative maneuvers, isometrics, manipulations, and posture changes. Currently, the sicd and electrode remain implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient was taken to the emergency room after receiving an inappropriate shock from a subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode, which were programmed in the primary vector. The device was reported to have over-sensed noise. The physician reprogrammed the device to the secondary vector but expressed concerns about its low amplitude. Attempts to replicate the noise through various physical manipulations were unsuccessful. No further tests have been conducted. A request for device data analysis was made. A technical service (ts) consultant reviewed the data and identified definite signs of mechanical noise in the lead system. Recommendations were made for x-ray imaging and additional tests to verify the integrity of the lead system's path, as well as to perform provocative maneuvers, isometrics, manipulations, and posture changes. Currently, the sicd and electrode remain implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.